Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Patient has hinge knee that was put in one year ago and the screw that locks the poly into the baseplate has backed out. No plans to revise as of date.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.